Manufacturer narrative:
It was alleged that the ventilator gave an alarm that battery 1 needed to be replaced during start up of the device close to ventilation of a patient. The machine was connected to an external power supply. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a depleted battery and had no effect on normal operation. After replacing the battery, the device was released back into use. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: patient (B)(6), male, was admitted due to "repeated coughing and sputum production for more than half a month after tracheotomy, worsening for half a day." The patient had been experiencing fatigue in both lower limbs for over 20 years, with progressive worsening and significant decrease in activity endurance, accompanied by difficulty breathing and swallowing. Subsequently, tracheotomy was performed and assisted ventilation was provided with a ventilator. Autonomous breathing was weakened and could not be maintained normally. After admission, invasive ventilator assisted ventilation was given according to medical advice. After the instrument was turned on, the machine alarm showed a malfunction in the ventilator battery and needed to be replaced. Frequent alarms caused emotional tension in the family members and increased nursing workload. Communication was made with the family members and the equipment department was contacted." (2) health impact: no patient involvment.